Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the touchscreen was not working and the display and flex assembly were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the ats2200 would deflate and the alarm was ringing even though they tried many times to stop the alarm and to turn the tourniquet off. The console was not responding at all. The cuff was taken away from the patient and another ats 2200 was used to proceed with the following cases. There was no adverse event reported as a result of this malfunction.